Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer reported a blood glucose level of greater than 600 (mg/dl). The customer changed their pump supplies and administered a correction bolus prior to the call. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to confirm the cause of the occlusion.